Event description:
It was reported that 3 pen ndl 32g 4mm hp needles were difficult to prime or unable to deliver insulin or medicine. The following information was provided by the initial reporter :   the consumer reported that pen needles would not complete the flow check, they were clogged and did not allow insulin through. Date of event : unknown. Sample status awaiting sample - unused as the ones with issues were discarded.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: customer returned (10) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needles were clogged. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 3 pen ndl 32g 4mm hp needles were difficult to prime or unable to deliver insulin or medicine. The following information was provided by the initial reporter :   the consumer reported that pen needles would not complete the flow check, they were clogged and did not allow insulin through. Date of event : unknown sample status awaiting sample - unused as the ones with issues were discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 pen ndl 32g 4mm hp needles were difficult to prime or unable to deliver insulin or medicine. The following information was provided by the initial reporter :   the consumer reported that pen needles would not complete the flow check, they were clogged and did not allow insulin through. Date of event : unknown . Sample status awaiting sample - unused as the ones with issues were discarded.